Manufacturer narrative:
Block b3: approximated based on the date of the procedure.

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) implantable pulse generator (ipg) revision procedure to reposition the device to a more comfortable location. During the procedure, bipolar electrocautery was used. Following the procedure, impedances were displayed on the lead (see MFR. 3006630150-2025-10760). The ipg remains implanted in the patient, functioning as intended; there were no device issues with the ipg.